Event description:
The au5400 clinical chemistry analyzer generated falsely low sodium (na) results for 6 patient samples. Erroneous results were reported out of the laboratory. The customer realized the erroneous data quickly and repeated the samples. . Customer repeated the patient samples on another au analyzer and issued amended reports. There was no report of change to patient treatment associated with this event. Complaint record indicates that quality control (qc) was performed before and after the event with acceptable recovery within facility generated ranges.

Manufacturer narrative:
The erroneous data was generated by air bubbles in reference solution line. The bubbles were brought by defective reference electrode packing and cell block 2 (reference block). A beckman coulter field service engineer (fse) evaluated the instrument and determined air bubbles were impacting the reference electrode. Fse replacement of the reference block and reference electrode packing corrected the issue. The fse verified instrument operation. (B)(6).